Event description:
It was reported that a user experienced hyperglycemia with glucose readings above 400 mg/dl while traveling, and the pump had stopped dosing due to an empty reservoir with dosing paused for several hours; the user disconnected the pump and administered a manual subcutaneous insulin dose using a syringe, then planned to reconnect later, and the user expressed difficulty performing an infusion set and supply change. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or lasting impact. Investigation of this case revealed no findings available, with insufficient information to identify a device problem or a specific device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established.